Event description:
Possible ventilator failure on pt, may have caused or contributed to pt death. On 7/23/97, an 84-year-old pt with aortic valve blockage expired while on a ventilator. The external auxiliary low pressure alarm for the ventilator sounded, signifying possible tubing disconnect or ventilator malfunction. Nursing, respiratory therapy and the medical staff responded. Pt expired. (Note: pt had coded a few days earlier. Subsequently, a "do not resuscitate" order was initiated). Action taken: autopsy requested. Report of incident notification filed with professional risk mgmt (prm), initiated safe medical device act (smda) investigation, and conducting staff interviews of incident. Equipment tagged and impounded for evaluation. Equipment maintenance contractor evaluated equipment and could not duplicate problem.